Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on october 20, year with blood glucose of 800 mg/dl at the time incident and current blood glucose level was 149 mg/dl. Customer states that her pump did not tell her she was high it just said it was over 600 mg/dl. Customer states that reason for hospitalization was diabetic ketoacidosis.  The customer experienced symptoms such as extremely thirsty and urinating a lot. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.